Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during the middle of a procedure involving reconstruction of the inferior vena cava, via access in the femoral artery, the tip broke off of a triforce peripheral crossing set's sheath. The separated tip was ballooned into the sheath and removed from the patient successfully. Scissors were then used to remove the encapsulated broken tip. There has been no report of any adverse effects to the patient. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The tip of the sheath was separated, at approximately 88.5-centimeters from the hub. A document-based investigation evaluation was performed. No related non-conformances or additional complaints were found on the final lot. No non-conformances were noted on sub-assembly lots; however, one additional relevant complaint was found on a device containing the same sub-assembly lot as the complaint device. The product IFU states ¿under fluoroscopic guidance, carefully advance the device to the desired vascular location. Final positioning is accomplished by stepwise, short advances of the wire guide, cxi support catheter, and flexor sheath.¿ the information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured out of specification. There is no evidence of additional non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A previously closed CAPA determined that manufacturing and quality control deficiencies contributed to this issue. Corrective actions were implemented 07mar2022; however, the complaint device was manufactured prior to implementation of corrective actions. Based on the information provided and the results of the investigation, cook has concluded that manufacturing and quality control deficiencies contributed to this event; however, the complaint device was manufactured prior to implementation of corrective actions resulting from CAPA findings. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, during the middle of a procedure involving reconstruction of the inferior vena cava, via access in the femoral artery, the tip broke off of a triforce peripheral crossing set's sheath. The separated tip was ballooned into the sheath and removed from the patient successfully. Scissors were then used to remove the encapsulated broken tip. There has been no report of any adverse effects to the patient. Additional information has been requested.

Manufacturer narrative:
E1: name and address - name: (B)(6). H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.